Event description:
Hill-rom received a report from a hill-rom technician stating the CPR will self-run into trendelenburg. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account found the CPR cables were too tight. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the CPR cable and the issue was resolved. Based on this information, no further action is required.